Manufacturer narrative:
(B)(4). Results: (migration, endoleak). Results/conclusion: (aortic neck angulation, disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 47 months ago. Aneurysm and vessel morphology at the time of implant is unknown. The current vessel morphology was reported as 55 degree aortic neck angulation, the aortic neck currently is 30 mm in diameter at the renal artery, 9 mm below the renal arteries 32 mm in diameter, disease progression with aortic neck dilatation. Currently the aneurysm was 4.8 cm in diameter. It was reported that a recent CT demonstrated that the stent graft has migrated 9 mm distally with a type I endoleak. The physician elected to treat the patient with a cook renue stent graft. The stent graft migration and the endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine.